Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a patient with bmi over 40 and has advised legal that brought surgeon to follow up with hospital.

Event description:
Allegedly, a patient with bmi over 40 and has advised legal that brought surgeon to follow up with hospital. Additional information received on 09-19-2025: the patient was experiencing pain, possibly from metal reaction between cocr modular neck and femoral stem. It was reported that bone and tissue was removed during the revision with visible evidence of a reaction. The cocr neck was replaced with a titanium modular neck.

Manufacturer narrative:
Due to additional information received, it has been indicated the complaint does not allege deficiency in the product. Please void this report.